Event description:
Initial reporter indicated that their handheld computer power cord is frayed and the handheld is not holding a charge or turning on. Good faith attempts are being made for the product for analysis.